Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 12 years since the subject device was manufactured. Since the actual product was not sent to the shirakawa factory, the investigation was conducted based on the available information, and the product could not be directly confirmed. The cause was identified as a failure of the patient board set; however, the root causes could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device had no image with the picture shutting off. The issue occurred, during an unspecified procedure. Which was completed with a similar device. There was a delay. However, there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.